Event description:
While doing a laparoscopic incisional hernia repair surgery the surgeon inserted a 5mm trocar and when it was removed it was noticed that the metal tip of the trocar was missing. Two x-rays taken and confirmed that no trocar tip was in the patient's abdomen====================== health professional's impression======================no adverse event.